Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection of the rf12000, q2 controller s/n:qr0q000hyh the warranty seal is not broken and in its original condition. The manufacturing date of the controller is rev.q ¿ 2018. No visible manufacturing abnormalities were found; during functional evaluation the unit was powered-on and a hardware failure f4 immediately came up with an acousical sound and the red attention led; the failure could not be reset; the complaint was confirmed and the root cause was associated with a component failure; factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy, the fa quantum 2 controller displayed a f4 fault error when turning on the device. The procedure was successfully completed with no delay using a back-up device. No patient injuries or complication was re-reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.